Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd saf-t-intima¿ IV catheter safety system was leaking as "nurse found leakage on the tubing, tubing was pinched off by pinch clamp on the first day injection." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
H.6. Investigation summary: reported defect was confirmed in sample received. The cut found in the pvc tubing is not related or associate to manufacturing process since, we only place the clamp slide in the tubing, never is clamped. Clamp slide (cavity 2) was reviewed and no flash was found. Bd attempted to reproduce this defect using units from actual process and clamped 10 times in the tubing; however, bd could not duplicate the reported defect. Quality records have been consulted for tracking and trending purposes and no issues like this are detected which means pretty low occurrence. Product is functional tested, no incidents with leakage at tubing has been reported. No corrective action required at the failure. Process fmea rm4797 was reviewed and there are proper controls in place to detect product malfunctions. Investigation conclusion: based on investigation results to date root cause cannot be determined.